Event description:
At the time of placement I a had consistent monthly cycle for the past 3 years since the birth of my child in 2009. It was 3-4 days every 26-29 days, average bleeding and light cramping. After placement my cycle became erratic, heavy, extremely painful and continued to get worse as the months went by. I started having severe lower back pain, sharp shooting pain in my abdomen when rolling over while sleeping. I couldn't run anymore, exhaustion set in, I began having chronic migraines and stomach issues. I gained over 30 pounds with most of the weight being in my stomach. I looked as if I was pregnant. It has affected me mentally and emotionally as well as my relationship with my husband and children. (B)(4). Update on (B)(6) 2014: as of (B)(6) I had a hysterectomy removing my uterus, ovaries and tubes. Since surgery I have energy back, my bloating has gone down. The pain from removal is less then any pain felt while essure was in my body.

Event description:
(B)(4). As of (B)(6) I had a hysterectomy removing my uterus, ovaries and tubes. Since surgery I have energy back, my bloating has gone down. The pain from removal is less then any pain felt while essure was in my body.